Event description:
The customer reported to olympus, the light source displayed a b30 scope communication error. The customer determined the cause of the issue was most likely due to swapping the scope with the box power 'on' instead of 'off'. The scopes were tested the next day and no issues were found. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h6 (type of investigation). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Attempts were made to obtain additional information regarding the reported event, but not successful response was obtained. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.